Event description:
It was going to (B)(6) from (B)(6) and decided to buy a different portable oxygen machine. I made several calls and found a machine in (B)(6) and was told that trade in for my current machine would be between (B)(6), depending on condition and time on the machine. I picked the airsep freestyle machine in (B)(6), leaving my old machine there for appraisal. When I took the concentrator on the plane, it didn't work. It would not hold a charge. I called from (B)(6) and was referred to a (B)(6) office. They agreed to replace the machine, sending by express mail. It arrived on the day I left (B)(6). Not having a concentrator available in (B)(6) prevented me from planned activities there. I recently broke the plug in the machine and called airsep to order a plug. They informed me that I had to buy the whole power source. When I read my serial number to the airsep rep, I was told that they would not sell the part because I acquired it through an internet company. I was unaware that the company was an internet company because it was listed in the phone book and I picked it up in the (B)(6) area at an existing address. I explained that I had no other concentrator and there was some urgency. I received an email with a (B)(6) phone number and a statement that I should purchase another back up unit from someone. I called the (B)(6) number furnished by airsep and was quoted a price (B)(6) more than the quote from airsep. Since I needed the part, I agreed and put it on a credit card. I was told that the (B)(6) office would be contacted and the part shipped from there overnight, which would have been (B)(6), or somewhat later if (B)(6) had no part in stock. By (B)(6), I still have received no part. I called the (B)(6) number I had and was given a different one by the party that answered the phone. I called that number and he told me that it had been sent out from (B)(6) and he would call (B)(6) and get it going. I also mentioned that they still had my old one and requested they send that one back also. I then received a call from (B)(6) interrogating me about the old machine instead of informing me of a delivery date for the machine. I paid in advance with a credit card. Not having a concentrator that can be charged is a major inconvenience as well as putting my health in jeopardy. I was hospitalized yesterday for angina and the pre-admitting o2 level was low. I suspect bait and switch. I suspect that the units are not tested and serviced in accordance with FDA rules. I believe that the company should have to disclose that airsep won't sell parts due to its internet policy. I believe that (B)(6) should disclose this fact to their customers. I think the policy of airsep could be life threatening and not proper in the area of health care. Pts should not be denied because of an internet policy. I did provide the company with a copy of my rx when I bought the machine.